Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The photo shows the instrument engaged with the reload. The rotation collar is broken in two halves. Visual examination noted that the instrument was received engaged with the reload. The instrument rotation collar was broken in half. Due to the noted damaged no functional testing was performed. Engineering evaluation determined that the device was properly welded during the assembly process and that the most likely cause of the broken rotation collar was applying the instrument to over indicated tissue thickness. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of this condition may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic thoracoscopy procedure. During the second firing, the instrument was reloaded, and surgeon attempted to articulate the device but was unable to articulate. He then closed down on tissue and pressed the green button. Upon squeezing the handle, the handle was unable to fire and the articulating knob broke and fell off (not into the patient cavity). A new handle was used in order to complete the case. There was no patient injury.